Manufacturer narrative:
Pump remains implanted, batteries will be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Event description:
It was reported that the batteries were changing from port to port in a charging level not less than 10%. The patient noticed this event at home during normal activity and tagged batteries which showed unexpected behavior. There were no effects reported on the patient. Pump remains implanted, batteries will be returned.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a "critical battery" alarm for (B)(4) as well as premature power switching events for all three batteries. All three batteries passed visual examination. Analysis of (B)(4) revealed that the device met specifications. (B)(4) failed functional testing due to faulty cells. The confirmed malfunctions are related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. No additional information will be forthcoming.